Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04115. The patient presented with in-stent restenosis of the 5.0 x 40 x130 innova stent that was placed in the right popliteal artery on (B)(6) 2017. The isr was treated with atherectomy and balloon angioplasty, resulting in a patent right popliteal. It was also observed in the same procedure that in-stent restenosis occurred in the 6.0 x 150 x 130 innova stent that was placed in the right sfa on (B)(6) 2017. The isr was treated with atherectomy and balloon angioplasty, resulting in a patent right sfa. No further patient complications occurred and patient status post-procedure was good.